Event description:
Pt had a dual chamber pacemaker inserted 9/20/96 for sick sinus syndrome. Another pt was admitted to hosp 10/9/96 with pericardial effusion and transferred to this hosp diagnosed with acute tamponade due to lead perforation of right ventricle. Pericardial window done 10/9/96. Explantation with replacement done 10/10/96 which showed an unexpected fracture of the trial lead insulation.